Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic experiencing presyncopal symptoms. Upon interrogation, the right ventricular lead exhibited a loss of capture. The autocapture feature was turned off and the patient was no longer symptomatic. The lead also exhibited noise, intermittent capture caused by varying thresholds. A single instance of low impedance was also noted. The physician elected to reprogram the device to high settings and continue to monitor the patient.

Event description:
New information reported stated that on (B)(6) 2016 the lead was capped and replaced due to oversensing. No additional information was reported.